Event description:
It was reported to philips that the system disk space was low, unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the device is unable to properly expose and store images. Upon troubleshooting, fse checked the ippc and found the storage space of ippc is insufficient. To resolve the issue, fse formatted hard disk. After the repairs, the system returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure completed as planned by the user as he deleted the images as per the instruction provided in the IFU. There was no malfunction of philips system. Based on the evaluation philips has concluded this case as not reportable. The codes were updated based on the investigation outcome.